Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient confirmed they are not using the receiver; only the g5 application and had relinquished both old and new transmitters. Dexcom representative advised patient remove old transmitter in bluetooth settings, turn off/on bluetooth, remove and reinstall g5 application, manually enter new transmitter ID, and re-pair the devices, which was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.